Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The imaging system event files indicated a low uninterruptible power supply (ups) battery. The power monitor for the ups was set to display at 50%. The battery was replaced. The equipment was tested and the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, that when turning on the imaging system, an error "battery needs to be replaced or plug the system in" appeared. On the imaging system, the batteries were scrolling like it was charging and they didn't hear any beeping unless they unplug the system. There was no patient present when this issue was identified.